Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since the patient had a pacemaker implanted on (B)(6) 2020, they have been seeing out of regulation (oor) on their patient programmer when checking their implantable neurostimulator (ins). No further information was provided about the patient's therapy, or impedances. The meaning of oor, potential causes, and how to bypass the oor on the programmer were reviewed for the rep. It was recommended for the rep to obtain more information about the patient's therapy, impedances, any reports of interference on the pacemaker side, and potential of turning pacemaker off (per medical discretion) to see if oor continues. The rep was going to speak with the health care provider (hcp) and possibly call the patient. No patient symptoms reported.